Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak in the secondary set from a 5 cm hole above the bonded texium set. Although requested and multiple attempts made there is no other event details provided by the customer at this time.

Manufacturer narrative:
No product will be returned per the customer. A video was provided by the customer showing what appears to be leaking tubing; however; the video was not clear enough to determine where the leak occurred. The root cause of this failure was not identified.